Manufacturer narrative:
Additional information was received that this rv lead exhibited stable low voltage shock impedance (lvsi) measurements of 38 ohms and did not exhibit gradually increasing lvsi measurements. However, the patient was not comfortable leaving this lead in service due to inclusion in the boston scientific field safety notice which was communicated to physicians in july 2025. The field safety notice is regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing low voltage shock impedance (lvsi) measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. No additional adverse patient effects were reported. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in low voltage shock impedance (lvsi) measurements. The lead was surgically abandoned and a boston scientific (bsc) replacement lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in low voltage shock impedance (lvsi) measurements. The lead was surgically abandoned and a boston scientific (bsc) replacement lead was successfully implanted. No additional adverse patient effects were reported.